Manufacturer narrative:
Our product evaluation lab received one d205f7 catheter with attached monoject 1.5 cc limited volume syringe, 1 three-way stopcock, 2 din adaptors and non-ew contamination shield which located on the catheter body at 30 cm to 95.5 cm proximal from tip. The customer report of pacing issue was confirmed. Continuity testing found that there were intermittent conditions in the ventricular proximal and atrial distal circuits, when flexing the electrode area of the catheter. The rest of the circuits were continuous without short conditions. No visible damage or inconsistency was observed from catheter body, syringe, connectors and balloon. All through lumens were patent without any leakage or occlusion. No fault messages showed up on the lab hemosphere monitor when the catheter was connected. The thermistor was found to read 36.9 c when submerged into a 36.9 c water bath. Thermistor circuit was continuous and there were no open or intermittent conditions. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. An engineering evaluation has been completed. The complaint for pacing difficulty was confirmed by objective evidence. However, based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. In-depth investigation is not required since the failure is not confirmed to be associated to a manufacturing/design defect. A corrective action will not be taken at this time. As part of the manufacturing process, 100% of the units go through an electrode electrical inspection. This condition is not related to a labeling nonconformance. Pra escalation triggers are not met.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the d205f7 swan-ganz pacing td catheter was unable to pace from the beginning of use after catheter insertion. The issue was resolved by replacing the catheter. The kind of surgery/examination the catheter was used for or whether the patient had cardiac conduction defect was unable to be obtained. There were no patient complications reported.